Manufacturer narrative:
The device is expected to return, however it has not yet been received for analysis. Therefore no conclusions can be drawn as to the cause of the reported information. Should the device return for analysis a supplemental report will be submitted. The axium IFU advises, "if axium¿ prime detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implant pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil."

Event description:
Medtronic received information that the axium coil prematurely detached. The coil was removed and the aneurysm remained untreated. The patient was undergoing treatment on a ruptured aneurysm in the acom. The morphology was amorphous and the max and neck diameters were 2.3 and 1.5mm respectively. The physician prepared coil as per IFU. There was no extra force required to deliver the coil. The physician deployed and recaptured the coil three times and on the third deployment the coil detached from the pusher wire. 2cm of the coil was in the aneurysm and 2cm was still in the microcatheter. The physician aspirated the micro catheter with a 50ml syringe and was able to aspirate the entire coil back into the microcatheter. The pusher wire was not kinked or bent at any point during the procedure. The aneurysm was not treated.

Manufacturer narrative:
Device available, return date - additional information. Device evaluated - additional information. Evaluation codes - device evaluation. Additional manufacturer narrative - device evaluation the axium coil was returned for evaluation. The axium pushwire was found to be already detached with the implant coil inside the rim of a plastic cup. The introducer sheath was not returned. The tack weld replacement (twr) crimp was found to be intact. Although the pushwire was not broken distal to the break indicator at the manual detachment location (via hypotube), the pushwire was found to be loose. In addition, the pushwire was found to be kinked at several locations from the proximal end. Under the microscope, the coin was found to be located against the lumen stop with the shield coil stretched. The shield coil was removed to view the release wire extension. The release wire extension was measure to be within specification. The liveliness test was performed successfully in that the release wire pushed back. The pushwire was then intentionally broken distal to the break indicator, and the release wire was pulled out from the broken location for evaluation of the coin, which was found to be within specification. The implant coil was found to be damaged and stretched with the polypropylene filament intact. The detach element appeared to be in good condition. No other anomalies were found. There was no evidence of manufacturing defects that relates to the complaint; therefore manufacturing has been ruled out as a potential cause. Based on the analysis findings and the reported event details, the customer report of ¿premature detachment¿ was confirmed. The axium coil was returned with the implant coil already detached from the pushwire. It is possible that the implant coil detached due to the repeated repositioning as reported by the customer. This is evidenced by the stretched condition of the implant coil. Stretching of the implant coil is a precursor to detachment. The pushwire was found to be bent, the proximal tip of the pushwire was found to be pulled back, and the shield coil was found to be damaged; however, the customer reported that there were no damages to the pushwire subsequent to the ¿premature detachment¿. The customer reported that the pushwire damages likely occurred during return to medtronic for evaluation. It could not be determined if the axium coil met specifications due to its damaged condition. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.